Manufacturer narrative:
Concomitant devices added without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: t-pal spacer applicator handle (03.812.001, lot 8159300, quantity 1), t-pal spacer applicator inner shaft (03.812.003, lot 7915848, quantity 1), t-pal spacer applicator knob (03.812.004, lot 3813002, quantity 1)

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient height: 163 centimeters. Part 04.812.009s, lot l084622: manufacturing site: mezzovico. Release to warehouse date: august 16, 2016. Expiry date: august 01, 2026. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all material, dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. This report is for an unknown t-pal cage/spacer/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device has not been explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter phone number and email address are unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Patient code (B)(4) used for: it was reported that he surgery was prolonged about one hour. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that the transforaminal posterior atraumatic lumbar (t-pal) inserter was connected to the cage and the cage was inserted in a locked position. It was then unlocked and rotated but was sitting too lateral in the disc space. The surgeon tried to back slap the cage back into position but it fell off the inserter. This happened with the green line still showing and with normal force. They then reconnected a second inserter and tried to reposition the cage. The surgery was prolonged about one hour. Patient outcome is unknown. This report is for an unknown t-pal cage/spacer. This is report 4 of 4 for (B)(4).